Event description:
Related manufacturer reference number: 1627487-2019-07647.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-07647. It was reported the patient¿s scs system was not providing adequate relief. As a result, the scs system was explanted in 2012 (exact surgery date unknown).